Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. On (B)(6) 2016 the atrial pacing impedance measured high at 1178 ohms. Analysis of the device memory indicated an issue with the atrial pacing capture threshold. High atrial threshold of greater than 2.0 volts was noted.

Event description:
It was reported that the atrial lead dislodged at some point after implant. There was an impedance spike after implant and the lead was reprogrammed to unipolar pacing. Later an x-ray confirmed the dislodgement. During the lead revision procedure, the physician attempted to reposition the lead but was unable to find a position with adequate pacing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage and stretching. The lead was returned retracted, tissue visible in it. The proximal conductor was distorted against distal conductor at 20.1cm, and no further helix testing is possible.